Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm apex balloon catheter was advanced for dilatation. However, upon inflation, the balloon would not inflate. When the device was removed, it was noted that there was a pinhole in the balloon. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for eleven days to loosen the blood and contrast in the device. There was a pinhole 4mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm apex balloon catheter was advanced for dilatation. However, upon inflation, the balloon would not inflate. When the device was removed, it was noted that there was a pinhole in the balloon. The procedure was completed with another of the same device. No patient complications nor injuries were reported.